Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n 12871306 is showing an error code 200.1110 and two other pump modules s/n (B)(4) is also showing an error code 200.1200 which all of this 3 pump modules need to re-flash the firmware. (B)(6) allowed to remote and verified the settings and the software versions. (B)(6) able to re-flashed all three pump modules and recommended to run a full pm test on these 3 pump modules. She said will go ahead and run the pm.